Event description:
As reported, during an unknown procedure, the hydro-surg plus leaked irrigation fluid from the plastic piece of the device. There was no reported patient injury.

Manufacturer narrative:
As reported, hydro-surg plus w/smokevac trumpet valve had fluid leak. Based on the information provided, no definitive conclusion can be made at this time. The subject product is not returned for evaluation. There are multiple potential causes as to why a fluid leak may present in use. Without the subject product to evaluate, a root cause or probable root cause cannot be determined. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. Note, the date of event is considered to be a best estimate as 15-mar-2024 based on the date of awareness. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.